Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative reported on behalf of healthcare professional a right side rupture and capsular contracture, baker grade unknown. Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening in the posterior, flat creases, blue particle material was found on the gel and yellow particle material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Event description:
Company representative reported on behalf of healthcare professional a right side rupture and capsular contracture, baker grade unknown. Manufacturer of the device is unknown. Device has been explanted.